Event description:
The manufacturer received information that a trilogy o2 ventilator was returned to the manufacturer's service center for evaluation for an allegation that the power lamp did not light. There was no serious patient harm or injury reported. The philips sales representative had collected the device from the user facility and confirmed the device log was checked and "internal battery depleted" was observed in the log. This error code does not represent a failure and had no impact on therapy. The sales representative confirmed with the medical expert (me) that the "low battery" alarm occurred at 3:00 am on 02 oct 2025 and the ventilator was replaced with an in-house ventilator. The me confirmed there was no health damage to the patient since the device replacement was performed during the device operating before the "internal battery depleted" issue occurred. The ventilator was returned to the manufacturer's service center and evaluation completed on 14 oct 2025 with the following findings: the reported issue was duplicated by operational checking performed. The device did not start up on alternating current (ac). The ac power cable condition was checked, and no disconnection was found. It was suspected that there was a malfunction in the power supply system. The power supply printed circuit board (pca) assembly was replaced for verification. The ac power light emitting diode (led) illuminated and the ventilator started up on ac power. It was determined that the supply of power from the ac power source stopped due to the occurrence of a failure in the power supply pca preventing the ac power led from being illuminated. Additional findings not related to the malfunction/issue: during device evaluation, it was noted the left arrow button and the up and down arrow buttons had "poor response". The front panel/keypad led pca was placed to address this issue. After repair, the device passed final testing and was confirmed to be operating properly.